Event description:
The customer reported to olympus, the video processor's air supply is not enough. The issue was found during preparation for use for a diagnostic gastroscope procedure. The procedure was completed using a similar device with no delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was no image due to loose connector. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the malfunction reported in b5 the customer's allegation was confirmed; the air supply was insufficient due to a faulty air pump. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected fields: d4 - unique device identifier. D10 - concomitant medical products. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the event was caused by the loose connector. Olympus will continue to monitor field performance for this device.